Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during implantation, upper out of range pacing lead impedance was observed. The physician had difficulty with insertion of the wire into the lead. Another lead was implanted instead. No adverse consequences were reported.